Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the programmer they had was not connecting to the wand. When asked for the cause of the event, the hcp stated that the wand was not connecting due to the tablet not being updated. Dia gnostics/troubleshooting taken included trying to call a clinical representative to do it over [?] And troubleshoot. The hcp stated that they ended up eventually getting the tablet updated by a medtronic representative and the patient was programmed at a later date. The hcp did not have the serial number of the programmer. It was stated that the software was out of date and was newly updated.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) and another unknown drug for non-malignant pain. It was reported that the patient was at their healthcare providers last week for a refill but the clinician programmer "software was broken" so the healthcare provider could not update the programming of the pump. During the call patient's pump was indicating low reservoir alert on their personal therapy manager (ptm). Patient stated that their primary healthcare provider left the office and they saw a different healthcare provider who did the refill last week. No further information could be confirmed regarding the issue due to the healthcare provider that had the clinician programmer. The healthcare provider had the patient come back on the 16th to program the pump, but they still did not have the programmer fixed. Therefore, the patient's pump is still critically alarming indicating the pump was empty despite the refill that was done.